Event description:
It was reported that during a carelink transmission, the right ventricular lead impedance varied from 400 ohms to 1800 ohms. The short interval counter was at 954, indicating oversensing, and a lead fracture was suspected. The lead was explanted. No patient complications have been reported as a result of this event. Additional information was received in a lawsuit alleging that the patient 'suffered physical and other injury as a result of the' lead. It also alleged that the patient required surgery to replace the lead due to 'inappropriate and/or excessive shocking, fracture or other injury'.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments analyzed.